Event description:
It was reported that this implantable lead was an attempted implant due to helix damage. During the procedure, the physician attempted to extend the helix and proceeded to position it within the septum. However, satisfactory parameters could not be achieved, leading to the decision to remove the lead for inspection, during which it was found that the helix had become bent. A new lead was successfully implanted, and no adverse patient effects were reported. This lead is expected to be returned for investigation.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found a deformed/bent helix and dried blood around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this implantable lead was an attempted implant due to helix damage. During the procedure, the physician attempted to extend the helix and proceeded to position it within the septum. However, satisfactory parameters could not be achieved, leading to the decision to remove the lead for inspection, during which it was found that the helix had become bent. A new lead was successfully implanted, and no adverse patient effects were reported. This lead is expected to be returned for investigation.